Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unspecified malfunction alarm occurred after customer being on a pump break over the past few months. The customer's blood glucose (bg) levels were in target at the time of the event as customer has been managing diabetes via mdi over past two months. Multiple follow-up attempts were made by customer technical support (cts) to complete troubleshooting with the customer; however, the customer did not respond.